Manufacturer narrative:
(B)(4). Follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the electrode wire was broken. There was no pt impact.